Manufacturer narrative:
Results: the first ruby coil evaluated had the pet lock intact and was kinked in the pusher assembly approximately 30.0 cm from the proximal end. Conclusions: the complaint has been evaluated. The complaint indicated that all three ruby coils became kinked by a scrub technician during insertion into a px slim delivery microcatheter. Evaluation of the three ruby coils confirmed their pusher assemblies were kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during insertion into a catheter, damage such as this may occur. Ruby coils are 100% functionally tested during process inspection. The px slim delivery microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01626; 3005168196-2019-01627.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During preparation for the procedure, the pusher wire of a ruby coil became kinked while advancing into a px slim delivery microcatheter. Two additional ruby coils also became kinked while advancing into the px slim. The procedure successfully continued using additional ruby coils.